Event description:
The sales rep reported that a skull bolt did not fit in the hole that was drilled with a medtronic cranial access kit. The customer was sure the correct bit was used and said it was drilled correctly. The bolt was sutured down. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a plastic skull bolt (adult screw) with the two spacing washer installed was returned for evaluation. As returned and after eto decontamination, it was visually inspected and no damages were observed. Dimensional inspection was then performed for the device screw area and it was noted that the screw thread length, screw major diameter, and the screw minor diameter were okay and is conforming per the required specifications. The diameter of the hole performed by the customer with the medtronic cranial access kit is unknown. The product lot number was not provided; therefore, the lot history records review could not be conducted. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
Additional information from the sales rep stated that there were no adverse consequences to the patient. The rep was contacted to provide the surgeons course of action and if there were any delays greater than 30 minutes. The sales rep reported: the account number is (B)(6). No delay in surgery. They had to suture the bolt down.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(4) 2013. This event is being re-classified as a serious injury. Upon completion of the investigation, a follow up report will be filed.